Event description:
It was reported that the patient's right atrial (ra) epicardial lead triggered an alert for oversensing, with a recorded trend of increased impedances. Normal impedance levels were measure with the patient laying down however when the patient is sitting up high impedances occurred. Noise was observed on the surface electrogram with oversensing noted on device interrogation. Ra epicardial lead was turned off due to high impedances with a confirmed fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, and indicated atrial oversensing. Lead diagnostics show atrial lead impedance increased to >9999 ohms and an atrial lead warning occurred. The atrial lead impedance was variable with a number of open circuit/high impedance paces occurring since the warning. Nonphysiological sensed counts and apparent oversensing was present in atrial high rate episodes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)